Manufacturer narrative:
The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ added- h2-device evaluation box checked. Added h6 type of investigation code 4121, added-h6 investigation findings code 4251.

Event description:
The complainant reported that the impella rp had low impella flow and high pulmonary artery pressure. The rp was removed.

Manufacturer narrative:
Section h3: the investigation into the reported low pump flow has been completed since the original report was filed. Product was returned for investigation. The device was inspected and found biomaterial around the impeller by the inlet area. During data analysis, the data logs show a motor current spike coinciding with a purge pressure spike and drop in flows. There was also sustained upwards ps shift too while at p-9. As per clinical investigation, the patient experienced low pump flow and high pulmonary artery pressure. The patient's act value was not maintained and heparin was not restarted.